Manufacturer narrative:
Additional information: g3, h6 this event has been found to be a duplicate of a previously reported event documented under rr# 1219930-2025-05507. All additional information pertaining to this event will be communicated under the original regulatory report 1219930-2025-05507. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d1, d4, d8, g3, g4 (510k), h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic radical resection of left upper lung cancer, after attaching the reload to the stapler, the reload could not be deploy and tissue could not be stapled. Another stapler and disposable reload were replaced to continue thesurgery. There was no patient injury.

Event description:
It was reported that during a thoracoscopic radical resection of left upper lung cancer, after attaching the reload to the stapler, the reload could not be deployed and tissue could not be stapled. Another stapler and disposable reload were replaced to continue the surgery.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot #: p5d1191s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.